Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review could not be reviewed due to the unknown lot number. Additional information d9 - device not available for evaluation.

Event description:
Gcm received an email on 07-feb-2025 with complaint number (B)(4) from ms. (B)(6), a mckesson qa of mckesson medical-surgical forwarding a complaint from dr. (B)(6) of bee well clinic pllc with regards to a IV admin set, 20drp 1 nf port 75" with unknown list number and lot number 20240628. The reporter stated that the tubing leaks at the y-connection. The event date was unknown. Status was unknown. The sample is available for evaluation. There was unknown patient involvement, unknown human harm and unknown delay in therapy reported. Gcabang 10-feb-2025

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined.